Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to remove the suture was not confirmed as the suture bearing functioned as expected. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult to remove suture was determined to be related to operational context. In this case interactions with patient anatomy such as friable tissue caused the suture to pull out with the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional procedure with a 9f sheath. Reportedly, after the sutures were deployed, the device was removed. However, during removal, the suture came out with the device as it was observed to be stuck in the o-ring of the device. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.